Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged and she was able to see inside it. Blood glucose level at the time of the incident was not provided. Customer also stated that t piece of the display was missing. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing display window cover.